Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. A sync test shock confirmed an issue with the shock channel of the rv lead. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.